Event description:
The technician alleged the brake caster continually swivels while in brake position . No patient impact.

Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.